Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states ¿setting up new lines for a patient and after starting them infusing (before connecting to the patient) the pump started beeping a red alarm "system error" and stopped infusing. If the pump would have been connected to the patient, then their epinephrine and milrinone would not have been infusing. Internal rl#: (B)(4)." There was patient involvement but no harm. Bd later learned after a site visit that the device was not connected to the patient yet.

Manufacturer narrative:
Disregard the MFR report # 2016493-2025-84348. After further review, it was determined the report is a duplicate of the previously reported event captured under MFR report # 2016493-2025-85911.

Event description:
A copy of the medwatch report from FDA was received, which states ¿setting up new lines for a patient and after starting them infusing (before connecting to the patient) the pump started beeping a red alarm "system error" and stopped infusing. If the pump would have been connected to the patient, then their epinephrine and milrinone would not have been infusing. Internal rl#: (B)(4)." There was patient involvement but no harm. Bd later learned after a site visit that the device was not connected to the patient yet.